Event description:
This device was replaced with a boston scientific 4470, sn: (B)(4), on (B)(6) 2010. The following physician's office no longer sees this pt and has no information regarding the system removal.